Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reached out to a health care provider to obtain an alternate method for insulin therapy.